Event description:
During an initial implant procedure, the left ventricular lead was unable to be connected to the device due to a suspected header anomaly. The device was replaced to resolve the event. The patient was stable.